Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 594 mg/dl at the time of the incident. The customer declined or unable troubleshoot for high blood glucose. The customer stated that they had 27 unit of insulin correction bolus in less than an hour and they had over bolused. Customer's blood glucose level was set to 100 -200 mg/dl. Customer was treated with the insulin pump. No further patient complications were reported. The customer will discontinue use of the device.